Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 "(B)(6)." H3: one device was received for analysis. Service history review identified that was no indication that the complaint was related to a service of the device within the review period. A visual test was performed found a damaged downstream occlusion (dso) seal. The dso seal was replaced. The root cause of the customer reported problem was a defective keypad and the keypad was replaced.

Event description:
It was reported that the device had a non-conforming keyboard. There was unknown patient involvement. Device analysis identified a damaged downstream occlusion seal.